Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was in use with patient for warming and infusion of plasma. The reporter stated the plasma entered the fluid warming tank fluid. The plasma entering the tank indicated the infusion set's inner lumen (plasma lumen) allowed communication with outer lumen (warming fluid lumen). No adverse effects reported.